Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as black foreign material in the air/water nozzle - however, the material could not be further identified. It was reported that there was no physical damage on the location where the material remained. Performance of reprocessing of the subject device was confirmed as conducted correctly in accordance with the instructions for use (IFU). The cause of the suggested phenomenon was presumed to have been due to the observation of the leak by the user facility leading to the user facility ceasing the reprocessing of the device "for fear of liquid entering the device". A further cause of the leak could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited leakage, rinsing of lens was not possible and there was no insufflation during reprocessing. The fault was reported during annual inspection at the hospital. The device was returned and an evaluation revealed the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
A device evaluation revealed, the distal end cover was snagged. The adhesive of the bending section cover was cracked. The connecting tube was wrinkled and scratched. The paint of the control unit air/water nut and suction cylinder nut was peeled off. The universal cord was scratched. The housing of the scope connector was damaged. The play of the up/down/right/left angle knob is out of the normal state and the angulation was reduced. The air supply volume and drain function was reduced due to clogging of the nozzle. The air flow and water flow failed to meet the specified value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.